Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a post-auricular wound infection. The recipient's wound presented with dehiscence and pus. The infection is not believed to be device related. On (B)(6) 2021, the recipient's device was explanted. On (B)(6) 2021, the recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was activated. The recipient¿s explanted device was discarded and will not return to advanced bionics for analysis.